Event description:
Customer's husband reporting the death of his wife. The last blood glucose reading was 300 mg/dl. Customer had liver cancer and diabetes. Customer lost her liver. The cause of death was liver failure. Customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.